Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Reportedly, the customer was stressed and delivered a 15 unit bolus using the extended bolus feature. Juice was consumed to treat bg level. Reportedly, the customer intended to deliver a 1.28 unit extended bolus, but ended up delivering a 15.0 unit extended bolus. Review of the pump data logs by tandem technical support verified that the customer initially requested a food bolus for 23 grams of carbohydrates. Then a bolus of 24 units was requested. Due to the customer's maximum bolus settings, the pump overrode the bolus to 15 units. The customer then delivered the 15 units as an extended bolus. Customer acknowledged.